Event description:
A customer reported that air came out of the infusion line and into the pt's eye during surgery. This made the surgery difficult. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).